Event description:
A customer reported that when using the clip case, the pump stopped functioning and issued a message indicating that the cartridge was not working, instructing replacement. This issue occurred exclusively when using the case, leading the customer to discontinue its use. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.